Event description:
Customer reported that the paramedics were called several times because his fiancé was unable to wake him up. Customer stated that he has had instances where his blood glucose were often in the 30 mg/dl and the paramedics treated him with sugar through the IV. Customer's blood sugar levels were brought up to 200 mg/dl before the paramedics left. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.